Manufacturer narrative:
Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
As reported by the affiliate, after zeroing a codman microsensor gave incorrect readings. Issue with the sensor: after the placement of the sensor and getting zero done, it was impossible to have the scope values, there was a calibration issue. When the codman device requests to calibrate to 20 or 100, the scope gives inconsistent values and never the correct values. There were no reports of delay or patient harm.